Event description:
The facility reports the aid had completed bathing pt about 2:30 pm and was transporting pt toward the door when the resident slid between the stretcher and security handle. The pt suffered a laceration to the left side of their scalp and bursing to the right shoulder area.